Event description:
The patient's scs system consists of a surgical lead. During post-op programming following an ipg replacement procedure (reference MFR. Report # 1627487-2011-06284), it was reported several contacts of the patient's lead exhibited high impedance measurements. Effective stimulation was reportedly recaptured for the patient via programming. As such, there are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.